Event description:
A patient reported blood glucose results of 28.4 mmol/l, 18.4 mmol/l, 15.7 mmo/l, and 12.7 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/opr <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.